Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature: "prospective, randomized, comparative, multicenter study of the hybrid ultrasonic advanced bipolar device and the ultrasonic coagulating shears in open thyroidectomy."     The purpose of this study was to compare the efficacy and safety of hub and ultrasonic coagulating shears for open thyroidectomy. Operation times were similar in the 2 study groups, that is, 54.2 ± 25.2 minutes in the ultrasonic group and 50.2 ± 21.6 minutes in the hybrid group. Postoperative surgical results and morbidities were no different in the 2 groups. However, the total amount of bleeding was significantly less in the hybrid group (13.0 ± 17.7 mg vs 8.6 ± 11.5 mg; p = .042). The study showed that there was no significant difference between the 2 groups in postoperative surgical results and morbidity. The total bleeding amount was significantly less in the hybrid group. The study shows that hub is comparable to the ultrasonic coagulating shears in terms of efficacy and safety during thyroid surgery.   Type of adverse events/number of patients: hybrid group, permanent hypoparathyroidism - (1), transient hypocalcemia - (17), hypocalcemic symptoms - (12), IV calcium supplement - (13), transient recurrent laryngeal nerve palsy - (5), bleeding - (1), chylous fistula - (1), seroma - (6). Since the literature described thunderbeat, we selected tb-0535fc as the representative product.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the author. New information added to the following fields: b5, h6, h10.

Event description:
Additional information was received from the author: in the medical opinion of the author, the olympus devices did not cause or contribute to the adverse events. The author stated: if olympus devices were directly related with any surgical or medical intervention because of the adverse events, it might be informed to olympus.